Event description:
It was reported that during the procedure to treat a mildly calcified, 90% stenosed lesion in the mildly tortuous mid left anterior descending coronary artery, a 2.25x8 rx xience prime stent delivery system (sds) was noted to be kinked at the proximal shaft during advancement. When attempting to straighten the shaft kink, the hypotube (proximal) shaft separated, just distal to the hub. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(6). Failure to follow steps/instructions. Evaluation summary: the device was returned for evaluation. The shaft separation and shaft kink were confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the japan xience prime everolimus eluting coronary stent system instructions for use (IFU) states: discontinue the use of the device when a bend or kink was found on the hypotube at any time during the use. Based on the information reviewed, there is no indication of a product deficiency.